Event description:
It was reported that during surgical procedure, the clip applier did not staple properly.

Manufacturer narrative:
When the investigation is completed, I will file a supplemental report.